Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 600mg/dl. Elevated bg levels were treated via manual injection. The customer indicated that they did not feel that the pump was successfully delivering basal insulin, which was the reason why bg levels had been high all day. Troubleshooting was performed with tandem's technical support, and no issues were found. Tandem's technical support advised the customer to contact their doctor for medical advise on how treat high blood sugars. Follow up was also offered to the customer, however the customer declined.